Event description:
The cause of the driveline power faults was not determined. The patient's modular cable and system controller were exchanged. The alarm initially was cleared after exchange but then reoccurred. The alarms had not resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from 24jan2025 through 27jan2025. A driveline power fault alarm was captured on 24jan2025. The alarm was cleared and did not return. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an onset of driveline power fault. There was no obvious trauma to the driveline. The customer stated that the patient would be sent to the emergency room for an equipment evaluation. Log files would be sent for review. Patient support was ongoing. There were no alarms since. The log files were reviewed and confirmed the driveline power faults associated with power line a on (B)(6) 2025. This fault appeared to clear at 8:52 pm on (B)(6) 2025. The log files also contained additional intermittent out of specification readings on power line a on (B)(6) 2025 which were no sustained long enough to trigger the fault. The cause of the driveline power faults was not determined. The alarm was cleared but reoccurred. The alarms had not resolved. The patient's modular cable and system controller were exchanged.